Event description:
The account alleges that when the device is in the process of going to chair mode, and the button is released, the device will then run down, resulting in unintentional movement.

Manufacturer narrative:
The tech cleaned the CPR switch assembly, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.